Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. The customer stated that the pump had a blank display and kept resetting itself. The customer was advised of possible causes of blank display. The battery cap and compartment were not damaged or corroded. The customer was advised that the battery cap could be the cause and to monitor the issue. Blood glucose at the time of incident was unknown. Troubleshooting was not able to resolve the issue. The customer will be send a battery cap. The device was not returned for analysis.